Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had missing segments on the liquid crystal display and received numerous insulin flow blocked alarm. Customer stated that the insulin flow block issue was resolved by complete set change. Customer stated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. Customer stated that the new battery did not resolve the issue. Customer reported power loss alarm and they were able to clear it but were unable to rewind the insulin pump. Customer stated that the self test was interrupted by missing segments. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the device for an alleged recurring insulin flow blocked alarms, missing segments (upper right hand corner), and power loss alarm found on (B)(6) 2021. The device powered up properly after battery installation. No missing segments, partial display, or display anomaly (waving) noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The device was monitored and no unexpected power loss alarm, unexpected display anomalies, battery power loss, or insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thus. A review of the history files shows there are not any no delivery (insulin flow blocked) or power loss alarms on or near (B)(6) 2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The device was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Missing segments/partial display, display anomaly (waving) insulin flow blocked alarm, power loss alarm, and unexpected battery power loss are not confirmed. No unexpected insulin flow blocked alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.